Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample with a cobas e 801 module. The initial result was 229 ng/l. The repeated result on a different e801 module was 9.35 ng/l. The questionable result was reported outside of the laboratory. The reagent lot number was 523685. The expiration date was requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and found two alarms between (B)(6) 2022 and (B)(6) 2022 related to sample quality issues. No product problem was found.